Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported that a revision of a pectus implant took place. The implant was originally implanted by one surgeon. Another surgeon found there was tissue growing over the bar and there was no improvement of the pectus excavatum. The surgeon decided to revise the pectus bar to include a longer bar (14 foot). The first bar was noted by the second surgeon as being too short (actual size was not reported). The second surgeon also used stabilizers since the patient is of an adult size (it was reported that wires were used in the original). It is reported that there was no implant failure related to this revision. The patient is said to be healing well and the second surgeon is now satisfied with the end results.